Manufacturer narrative:
(B)(4). Age/date of birth: unknown/not provided. Gender/sex: unknown/not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a za9003 intraocular lens (iol), a missing haptic was noted. The missing haptic was noted to be in the loader. The iol would not position correctly, so the incision was enlarged slightly and the lens was removed during the same procedure. A different posterior chamber lens was then implanted. No suture or other intervention was required. No further information was provided.

Manufacturer narrative:
Device evaluation: visual inspection of the returned complaint device was performed at 10x microscope magnification. The device analysis noted that one lens haptic was detached. The detached haptic piece was not returned. The other haptic was observed damaged/distorted. The reported haptic damage was confirmed the manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There is no associated deviation or non-conformity report related to this complaint. The units were released according specification. During manufacturing process, all lenses are inspected for defects. If any defect is found on the lenses that do not meet the specification are rejected. A review of the complaints related to the production order and a historical complaint data review was performed. The results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the device analysis, complaint data review, manufacturing record review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.